Event description:
It was reported that the cuff was damaged and not inflating during trach change. There was no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number 9617604-2025-00110. The date of that submission was 2/7/2025. Device analysis: no physical device was returned for investigation. One (1) photo provided for evaluation and confirmed the complaint of cuff not inflating, the photo confirmed cuff not fully inflated. The probable cause was unable to be determined. The lot history review could not be completed because no verifiable lot number was identified or available in the system records.